Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device experienced lack of erection. A surgical procedure was performed during which the device was explanted. Upon explant was a loss of fluid from the reservoir. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404234 serial number: n/a batch/lot number: 0176284005 model/catalog description: cx preconnect ms 24cm ps iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of inflation issue and fluid loss were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.